Manufacturer narrative:
Failure event observed during analysis confirmed that the transmitter would not power up, the chip was damaged and the circuit board exhibited burn marks. (B)(4).

Event description:
It was reported that a family member called to report that the transmitter had been hit by lightening and would not power on. Tried a different outlet with the same results. The unit would be replaced.